Event description:
On (B)(6) 2011, the pt reported the infusion device stopped working today. She stated the infusion device powers on and off on its own. She stated the issue began when the infusion device displayed an e8 (power interrupt) and she called her doctor's office for assistance clearing the error. They were unable to assist her and advised she switch to her backup infusion device. She was instructed to reinsert the battery and to complete the change cartridge procedure. An a2 (battery low) alert and then e2 (battery depleted) error were displayed. She inserted a brand new battery with a new battery cover and a2 and e2 recurred. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.